Event description:
Discordant high advia chemistry 1800 sodium result was obtained on one patient sample. The laboratory repeated the sample on the initial system and a lower patient value was generated. There are no known reports of adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
The customer was using the ise electrode on the advia 1800 while it was out of warranty at the time of the event. The electrode was replaced by the customer. The instrument is performing within specifications. No further evaluation of the device is needed. As per the advia chemistry sodium (na) instructions for use, the sodium electrode (B)(4) is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system, or until the expiration stamped on the electrode box, which ever comes first.